Manufacturer narrative:
H.6. Investigation summary: bd received a 3-way stopcock with 2 q-syte units attached to the ports for evaluation. A review of the device history record could not be performed as the lot number was unknown. Our quality engineer visually inspected the two units and observed that the top part of the first unit was missing and signs of stretching were observed on the left over portion of the septum. There was a tear on the slit of the septum top disk of the second unit. Based off the visual inspection the engineer was able to verify the reported defect. Unfortunately, a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings. Conclusion: unit 1: indeterminate: a definite source that caused the damage observed on the received unit could not be determined. The damage appears to be caused by external forces applied to the unit during usage unit 2: indeterminate: a definite source that caused the damage observed on the slit of the top septum could not be determined. This type of damage is normally attributed to incorrect usage or excessive actuations. H3 other text : see section h.10.

Event description:
It was reported that an unspecified number of bd q-syte¿ luer access split septum experienced product damage/deformation with the device still considered operable. Product defect noted during use. The following information was provided by the initial reporter: informed of incidents that occurred in infantile hepatology when using valves q-syte bidirectionnelle (cat. #: 385100). These valves were damaged during the administration by y shape to the plunge when the bidirectional valve being added to the tap.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of bd q-syte¿ luer access split septum experienced product damage/deformation with the device still considered operable. Product defect noted during use. The following information was provided by the initial reporter: informed of incidents that occurred in infantile hepatology when using valves q-syte bidirectionnelle (cat. #: 385100). These valves were damaged during the administration by y shape to the plunge when the bidirectional valve being added to the tap.